Event description:
Pt was seen in a physician office. The office uses the same computer sys as the hosp so allergy info entered at the office is available when a pt is admitted to the hosp. At her office visit, the pt reported that she had seasonal allergies. The rn entered her allergy as seasonale (levonorgestrel-ethynyl estradiol). When the pt was later admitted to the hosp, the medication reconciliation tech clarified with the pt that she had no need for oral contraceptives since she had no uterus but that she did experience seasonal allergies. Nothing happened to the pt, but one could imagine a scenario where the pt's oral contraceptive or hormone replacement therapy was avoided or discontinued inappropriately based on incorrect allergy info. The computer sys is designed such that if you type seasonal and press enter to search it defaults to seasonale. It is easy to enter through the verification screen. The pt also reported allergy to cat hair and the only choice was to enter that she was allergic to cat hair standard extract. The computer is not designed such that seasonal allergy or allergy to cat hair can be entered. You must pick something from the list. The search feature on the allergy entry field is designed such that if you type bees and search, you won't find bee. Recommendation: add common allergies to the data base. Add both cat and cats with similar redundancy for common and serious allergens (ie peanut, peanuts, nut, nuts) to facilitate accurate reporting. And of course be more careful and provide more education. (B)(6) medication errors reporting program. Type of staff made initial error: nurse. Pt counseling provided: unk, access number: (B)(4).